Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to a viral infection. On an unspecified date, the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, pd therapy was discontinued, the patient remained hospitalized and the patient outcome was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.